Event description:
It was reported to medtronic minimed that the customer reported critical pump error 24. The customer reported no adverse event.the event involved productmmt-1880l. Troubleshooting was performed but issue was not resolved. No harm requiring medical intervention was reported. Product return was requested formmt-1880l and insulin pump was retuned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 24 alarm noted during testing. However, confirmed the pump alarmed low battery alert on 10/22/2024 19:40:00.000 in the history files. Confirmed the pump alarmed failed batt test on 10/29/2024 18:25:32.000 in the history files. Confirmed pump alarmed pump error 24 three times on 10/29/2024 between 18:20:00.000 to 20:53:01.000 in the history files. These alerts are occurred due to moisture damage to pcb boards. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly and motor assemblies. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, faded serial number label, corroded battery tube, corroded motor home switch. Pump passed required testing and no pump error 24 alarms noted during testing. However, confirmed pump alarmed pump error 24 in the history files due to moisture damage to pcb boards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.